Event description:
There have been a total of 5 batteries that have swelling and rupturing within the glucose meters. This swelling of the battery snaps the back off of the meter, which then causes the meter to stop working all together. This event has happened at any given moment, which potentially can effect direct patient care at our hospital. We are also very concerned that when the meters are sitting in the docking stations, this swelling of the battery may pose a potential fire hazard for all of the areas within our hospital that are utilizing these meters.the batteries in question were a new rechargeable battery with which the manufacturer replaced an older battery for the statstrip nova glucometers. There were no expiration dates on the new batteries. The manufacturer did not notify the hospital of this potential problem.what was the original intended procedure?point of care blood glucose monitoring.device #1is this a laboratory device or laboratory test?yes.this problem involved: other.if you answered other to the question above, please specify:the batteries.is this a recurring problem with this assay, test kit or instrument?yes.if you answered yes to the question above, please provide additional comments:the battery swells without warning, causing the back of the chamber to break and the battery to cease functioning.which of the following problems did you observe:other.if you answered other to the question above, please provide additional comments:the device does not work when the battery swells and breaks the back of the chamber.please describe any follow up actions:manufacturer notified.called for service, received adequate response from manufacturer:other.if you answered other to question above, please provide additional comments:after repeated calls and discussions with manufacturer, all of the batteries will be replaced with batteries that have an expiration date.device #2is this a laboratory device or laboratory test?no.